Event description:
It has been reported to philips that there was a burning smell from the front stand. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that a burning smell from the front stand. Upon functional test fse found a burning smell was coming from the part control rack cv. Fse replaced the control rack cv on the front stand. After replacement of the rack cv on the front stand, system was returned to use in good working order. The codes were updated based on the investigation outcome.